Event description:
Information received indicated that the stretcher would roll after brake has been set and does not steer correctly. No injury alleged.

Manufacturer narrative:
Technician found that the stretcher would still roll after the brake was applied and would not steer correctly. Adjusted the brake position on casters and made adjustments to the steering to resolve this issue.